Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2008-04747. Clinical trial. It was reported that 1853 days following a coronary artery stenting procedure the patient expired. The index procedure treated one target lesion. The target lesion was located in the 1st diagonal with 95% stenosis and measuring 2.5x15mm. The target lesion was treated with predilation, placement of two study express2 bare metal stents measuring 2.5x16mm and 2.5x24mm, and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient reportedly died at home 1853 days following the index procedure. According to the study site, the patient had a probable transient ischemic attack prior to death, but no stroke or hospitalization for the event. The death certificate indicated cause of death was chronic renal failure due to cerebrovascular accident, coronary artery disease, and hypertension. No autopsy was performed. This event was adjudicated as study stent/procedure indistinguishable.